Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). Following the advancement of a non bsc guide wire into the target lesion, predilation was performed. Subsequently, a 2.25x16mm promus element¿ plus drug eluting stent was selected for use, advanced and deployed at 15 atmospheres to treat the target lesion. There were no complications with the deployment of the stent. However, when the stent delivery balloon was removed, the physician noted two white spaces were noted inside the stent. The physician felt that the stent was damaged. The guide wire was removed and more shots of the lesion were taken. No further intervention was made and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).